Manufacturer narrative:
On 29-jul-2019 arjo become aware of the event with the involvement of maxi 500 passive floor lift. It was reported that during the patient transfer from the wheelchair to the bed the spreader bar detached from the lifting arm. It was reported that the cotter pin located on the boom broke causing clevis pin to slide out from the boom assembly - this malfunction led to spreader bar separation from the device. As a consequence, the patient fell on the floor. The patient was not injured. After the event the device was evaluated by arjo service technician, the visual inspection showed that lift was in good condition. The arjo service technician was not able to inspect missing part as the cotter pin was not available for the inspection. Based on previous investigations, the following factors are considered to be possible causes of failure were the pin is found to be missing. Non conform part received from the supplier. Overload - user exceeded safe working load (swl) of 227 kg (500 lb). Abusive use of a device, e.g.: spreader bar hit an obstacle with a sudden and violent move. Improper maintenance performed e.g. Non-arjo pin used in place of the cotter pin. Taking into account all facts and information collected in a course of this investigation we are unable to define the root cause of the problem. The part was not available for further inspection. To conclude, the lift was used for the patient's care and in that way contributed to the alleged event. Since the spreader bar detached from the lifting arm, it can be stated that the device did not meet its performance specification. We report this event to competent authorities due to spreader bar detachment if the event will re-occur it might lead to serious injury as a consequence of the event.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
The arjo representative was informed that during transfer the patient fall on the floor. It was reported that spreader bar become disconnected from the device.

Manufacturer narrative:
The collected data is currently analyzed. Additional information will be provided upon investigation conclusion.